Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3998, lot# v041365, implanted: (B)(6) 2007, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient reported seeing the end of service (eos)/end of life (eol) message the day prior to the report. The patient¿s pain was also returning. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.